Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implant never charged up fully since device was implanted. No symptoms were reported. [See related pe 704161421 overdischarge].